Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported per field service report: pump on pt. Symptom - flickering screen. Findings/actions taken: biomed asked arrow to service unit. Upon arrival, the pump had been taken to the cath lab and put on pt. Biomed checked out pump and could not duplicate problem.